Event description:
Pump declared altitude alarm 21, causing insulin suspension and prompting instructions for troubleshooting. Customer's blood glucose level was not adversely impacted, reported not exceeding 500 mg/dl. Customer initially tried cleaning speaker holes and reconnecting the cartridge but was unable to resume insulin. Customer successfully loaded a new cartridge but alarm recurred. Technical support instructed customer to wait two hours to allow moisture to evaporate, and follow-up was planned. Pump resumed normal operation.